Event description:
The following information was reported: after a successful arterial closure, the physician noticed that the patient's foot was turning blue. The physician claimed that the access puncture was medial and after closing the patient's artery with the mynxgrip, she felt that the sealant expanded in the tissue tract and compressed against the femoral vein. The physician performed a small cut-down and removed partial sealant, enough to restore adequate venous blood flow. Arterial hemostasis was maintained with the mynxgrip sealant. The patient did well after flow was restored and upon follow up by the physician, the patient was noted to be doing fine. The patient was not hospitalized. In the physician's opinion, the event was caused by the mynx device/procedure because swelling of the sealant may have caused the femoral vein to be compressed. Procedure type: intervention peripheral vessel size: 6 mm sheath size: 6f.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed and the reported event could not be confirmed. Based on the information provided, the root cause of the reported event could not be conclusively determined. However, it was reported that the deployer was untrained. It was unknown if the mynxgrip instructions for use (IFU) was followed. A review of the lhr was not possible as the lot number was not provided. UDI number: (B)(4).